Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified and reproduced during evaluation as some keys were found to not function. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad buttons 0,1 and 2 are not working. The event happened during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.